Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no fault found. The computer for the system was replaced. The system then passed the system checkout and was found to be fully functional. The computer has not been returned to the manufacturer, so no analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Part not returned

Event description:
Medtronic received information regarding a navigation system being used for a functional and endoscopic sinus surgery. It was reported that the system was unresponsive. An attempt was made to reboot the system, with no resolve. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that while trying to boot the computer, it was showing a "non system disk" message. The seatools test showed "the hard drive was not responding to commands" during testing. The computer has a failed hard drive. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation concluded that this was not a software issue. The issue was caused by the hard drive not responding to commands during testing. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.